Event description:
The 1.6x6mm button to tad broke upon placement to the distal of tooth #28. Bone was dense. Pt had a lot of torque.

Manufacturer narrative:
Lapsed time from the initial report until time of notification was due to hospitalization of rmo regulatory affairs employee for medical treatment of a serious medical condition. A former regulatory affairs employee was brought back to assist in completing the reporting process. The expectation is the return of the quality engineer approx mid 2009.